Manufacturer narrative:
The device history record for the manufacturing lot was reviewed and there were no discrepancies or unusual findings. Should additional relevant information be obtained, a follow-up MDR will be submitted accordingly. Manufacturer reference #: (B)(4).

Event description:
A site reported to rxsight that during implantation of a light adjustable lens (lal), the leading haptic broke the capsular bag. The lal was subsequently implanted in the sulcus. No vitrectomy was needed. No additional information has been provided.